Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
This pt suddenly stopped responding to the cochlear implant. The pt was explanted due to a suspected malfunction.